Event description:
Rv sensing of intrinsic activity and rv capture at maximum outputs were not present on iegm at follow up but unipolar and bipolar lead impedances were within range. Lead check failure indicated. Echo indicated lead perforation present. Lead revision scheduled. (B)(6) 2012 - all available information suggests this lead remains actively implanted. If additional information is received, this event will be updated.